Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was ipg set screws loosened and the csl advanced further. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. On (B)(6) 2026, it was noted that the lead impedance was high and out of compliance. The physician ordered x rays and a follow up was scheduled for (B)(6) 2026. The patient's follow up was cancelled as they were admitted for abdominal pain unrelated to barostim. It was noted that the ipg set screws loosened and the csl advanced further. On (B)(6) 2026, a lead revision was done, and the impedance was in compliance.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. On (B)(6) 2026, it was noted that the lead impedance was high and out of compliance. The physician ordered x rays and a follow up was scheduled for (B)(6) 2026. The patients follow up was cancelled as they were admitted for abdominal pain unrelated to barostim. On (B)(6) 2026, a lead revision was done. There was no lead damage, but the lead had become disconnected from the ipg header. It was noted that the ipg set screws loosened and the csl advanced further and the impedance was in compliance.